Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" stopper was deformed. The following information was provided by the initial reporter, translated from japanese to english: according to the user's verbatim report, the stopper of the plunger was found deformed before use.

Manufacturer narrative:
H6: investigation summary samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Unable to perform complaint lot history check for stopper damaged due to unknown lot number. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Investigation summary: customer returned (1) 0.3ml 29ga 1/2in syringe. According to the user's verbatim report, the stopper of the plunger was found deformed before use. Returned sample visually examined and observed deformed stopper. See attached photo. Manufacturing holdrege will be notified. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was able to confirm the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Issue: damaged stopper analysis of sample: deformed stopper process: the syringe assembly machine, which feeds 0.3 ml syringe components (barrel, stopper, plunger, needle assembly and cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Investigation: customer returned (1) 0.3ml 29ga 1/2in syringe. According to the user's verbatim report, the stopper of the plunger was found deformed before use. Returned sample visually examined and observed deformed stopper. Unable to perform review of the device history record and leading 2lean (l2l) due to lack of batch record information. Therefore, a definitive a definitive root-cause could not be determined. Quality: complaints received for this device and reported conditions would continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data to identify emerging trends.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" stopper was deformed. The following information was provided by the initial reporter, translated from japanese to english: according to the user's verbatim report, the stopper of the plunger was found deformed before use.